Event description:
It was reported that this electrode was part of a system revision due to infection. This electrode was explanted and a new device will be implanted on a future date. No additional adverse patient effects were reported.